Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose (bg) level was elevated with ketones; however, the exact bg value was not provided. The customer was admitted to the hospital on the same day as the reported event and was being treated with intravenous insulin drip. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.